Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventive maintenance by getinge field service engineer, the cs100 intra-aortic balloon pump (iabp) unit was giving low battery backup. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. After checking the unit, the fse found that both batteries were in need of replacement. So, in order to fix the issue, the fse replaced the batteries. The fse then performed all require tests. The unit was then working fine.

Event description:
N/a.